Manufacturer narrative:
Section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and subsequent patient outcome could not be conclusively established. Hm3 lvas, serial number (B)(4), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection (local, driveline, and pump pocket), sepsis, and multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis. The patient had multisystem organ failure, pseudomonas pneumonia, and fungemia. The patient's death was not thought to be device related. The device operated as expected.